Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device had no audio tones/alarms. No patient involvement.